Manufacturer narrative:
Final analysis found burn marks on the main printed circuit board (pcb) which was consistent with the burnt damage on the transmitter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter had burnt damage after lightening striking the patient's home. The transmitter was replaced and no further information was available.